Manufacturer narrative:
Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. In this case, the patient¿s tortuous anatomy is likely a contributing factor. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed valve was received in its original packaging jar submerged in cloudy solution. The frame showed two fractured struts. All leaflets were flexible and intact; no damages were observed. Leaflet 1 (l1) and leaflet 2 (l2) were in a closed position while leaflet 3 (l3) appeared partially open. All commissures were intact. Multiple struts near the outflow of leaflet 1 (l1) and leaflet 2 (l2) were bent and/or kinked with the struts near l2 appearing twisted. Additional bent struts were found around the waist of l1 and l2. Two fractures were observed on the frame. One fracture was found on the strut adjacent to the margin of attachment of l1. The second fracture was observed on the strut adjacent to paddle 1 with strut showing a kink. Post market engineering was notified of this observation for additional investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient's femoral arteries were mildly tortuous. When the delivery catheter system (dcs) was inserted into the femoral artery and while crossing the tortuous part, there was a connective tissue that caused capsule damage. Then, after pulling the dcs and trying to load the valve again on a different dcs, it was observed that the valve was also damaged by the force applied during the insertion of the dcs. No adverse patient effects were reported. Additional information was received indicating that the capsule damage occurred during insertion and advancement. It was reported that the end of the capsule was widened and deformed with white areas.